Event description:
Saf-t-holder blood culture device with male luer adapter broke while collecting a blood sample. A broken plastic piece of the adapter is lodged in the central line port. The affected port is clamped and marked to indicate ¿do not use¿. Future plans to replace/remove central line catheter when patient is stable. No immediate patient injury was reported. FDA safety report ID #(B)(4).